Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 8p13 that has a similar product distributed in the us, list number 4z21.

Event description:
The customer reported a falsely elevated alinity I stat high sensitivity troponin-I result on a (B)(6) male patient. Results provided: edta plasma = 0.047 ng/ml, serum sample = 0.029 ng/ml (reference range: 0-0.034 ng/ml). No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation included a search for similar complaints, and the review of complaint text, trending data, labelling, and device history records. Returns were not available. The review of the historical performance of reagent lot 57106ud01 was completed. Trending review determined no trends for the issue for the product. Device history record review on lot 57106ud01 did not show any potential non-conformances, or deviations. Historical performance in the field using worldwide data was reviewed and determined that the patient median result for the lot is comparable with other lots in the field, confirming no systemic issue for the lot. Labelling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the alinity I stat high sensitive troponin-I lot number 57106ud01 was identified.section d4 exp date updated from 3/6/2024 to 3/26/2024.

Event description:
The customer reported a falsely elevated alinity I stat high sensitivity troponin-I result on a 59-yr old male patient. Results provided: edta plasma = 0.047 ng/ml, serum sample = 0.029 ng/ml (reference range: 0-0.034 ng/ml). No impact to patient management was reported.